Event description:
Product failed due to an inability to separate components.

Manufacturer narrative:
The initial report did not have the correct event type documented, the correct event type, malfunction, is provided in this follow up report.

Event description:
The initial report did not have the correct event type documented, the correct event type, malfunction, is provided in this follow up report.